Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse the programmed flow rate. The pump was supposed to infuse morphine but had not delivered any flow. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6 the device was received for evaluation. During evaluation, a test run was performed, and flow into the collection cup confirmed that the pump was infusing. An accuracy test was performed; and no issues were observed. A review of the device logs was performed and found the tube set was loaded in the device approximately 72 hours prior to the reported infusion, which could potentially lead to issues with fluid delivery due to tubing compression. The reported condition was verified in the device logs. The cause of the reported condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.